Manufacturer narrative:
Continuation of medical devices: product ID 8780,serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). Analysis identified there was damage to the transition tubing of the catheter body. Interrogation of the device revealed it contained morphine 5 mg/ml at 3.4970 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned and received for analysis. No further complications were reported/anticipated or expected.